Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead had high thresholds when first positioned. The lead was attempted to be repositioned, but the helix would not retract. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: (B)(4) ¿ the full lead was returned and analyzed. Analysis revealed that the inner tubing of the lead was extrinsically breached due to a tear, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the inner tubing of the lead became extrinsically distorted due to kinking/buckling, the inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. (B)(4).